Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. The consumer reported that they experienced a loss or change of therapy. She turned her implant off two years after she got implanted and never turned it on because it did not help and was not doing anything. Since her hips were back, but because of the implant, they could not see their left hip so she would like to have it removed because it was not doing anything. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the device did not work, with no change in the patient's activity, and it would now be removed. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the patient in response to follow-up reported that the device was not working at all. It did not change the patient's therapy. The patient had tried everything, but it was not working. The patient then turned it off in 2006. It was then reported that it was taken out.